Manufacturer narrative:
The company sales representative met with the operating room charge nurse and the technical manager. The (B) (4) report on thermal injuries was reviewed. The operator's manual warnings regarding viscoelastic aspiration prior to phaco was reviewed. The company sales representative examined all the phaco handpieces and then demonstrated occlusion in position 3 during phaco to assure the occlusion bell sounded. The video of the surgery was reviewed, and it appeared there was inadequate/evacuation of the viscoelastic. The facility does re-use phaco tips, a single use device. The company sales representative advised against re-use of a single use device and cautioned this practice may have contributed to the event. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B) (4)health devices, hazard update: (B) (4), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B) (4)

Event description:
The surgeon reported a corneal burn occurred during the cataract surgery. The severity of the corneal burn was reported to be fairly neutral. The incision was sutured. No additional surgical intervention was required and the patient was not hospitalized. The event occurred during viscoelastic and anterior cortex removal. The surgeon stated the handpiece was not aspirating adequately. The patient symptoms have resolved.